Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.